Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg failed to establish communication with external devices post an unrelated procedure. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Additional information received identified therapy was restored post operatively.